Event description:
The patient reported that she accidentlly dropped her infusion device and, as a result, her infusion set headset was pulled out of her infusion site. She did not have a replacement headset available at the time and she was several hours from her supply of infusion sets at her home. By the time she returned home (time of contact with a company representative), her blood glucose reading was "hi" (over 600 mg/dl). She reported a normal blood glucose range of 80-120 mg/dl. She reported symptoms of elevated blood glucose including frequent urination and dry mouth. At that time, she immediately injected 10 units of insulin via syringe and changed her infusion set. During troubleshooting, the steps for priming her infusion set were reviewed with her. She conveyed that her infusion tubing and headset had been in use for 6 days. She was advised to change her headset every 3 days as described in product labeling. During follow up, the patient's husband conveyed that her blood glucose remained elevated for "a couple days," but had returned to her normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.